Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 100 units of insulin. Customer added 50 more units of insulin and filled the tubing to complete the load process. Customer reported a blood glucose (bg) level of 208 mg/dl. A correction bolus was delivered to address bg level. Customer was able to resume insulin after completing the fill cannula. Customer was satisfied.